Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that on an unknown date, intra-op,the physician performed an anterior fusion surgery using o-arm/s7 to remove vertebral body, checking l5 of vertebral body. A cage was fixed in the patient. When a reference was extracted and the cage was pulled out to change a site and fix another cage with different size, the patient experienced massive bleeding (arterial injury was suspected). Angiorrhaphy was performed due to this event. The patient's health was reported to be unknown. After this event occurred, this operation was continued using navigation and was completed.